Event description:
Procedure type: low anterior resection. According to the reporter: after firing the device, doctor had trouble removing the device from pt cavity. While removing the device, the doctor noticed he had torn the anatomies. The doctor continued to open the device, noticed the anvil detached and fell into the pt cavity. The anvil was recovered and removed. Used an eea25 instrument and was able to continue the case creating another anastomosis. There was no bleeding reported in excess of 250cc; however, the case was extended by more than 30 minutes and there was unanticipated tissue loss of 2cm.

Manufacturer narrative:
(B)(4).